Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
The patient presented with wound drainage after a routine rns neurostimulator replacement. The treating center diagnosed this as a deep incisional infection. Treatment included explant of the rns neurostimulator and all leads, wound exploration and debridement, subgaleal drain placement and 6 weeks of IV antibiotics.